Event description:
A separation of the catheter adapter occurred at the thumb valve junction onto the trach care product. No adverse events, patient injury or medical intervention were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.